Event description:
The ventilator experienced a malfunction where it was set at 20 bpm to yield 10-12 bpm. During transport the vent bpm fluctuated becoming faster and slower despite the resp rate dial not being moved. The ventilator setting was initially set to 500 tidal volume, 2 sec inspiratory time, and rr 10 bpm, however the patient was only being ventilated at a rate of 7 bpm. Dose or amount: 25 1pm, frequency: 10 bpm, route: 054. Date of use: (B)(6) 2008 until present.